Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6 was failed to open. At times, the drawer was able to be recovered, but the issue persisted intermittently. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a liquid spill from the full-height matrix drawer above caused damage to row trays a and e and a cut mark on the row tray wire. A field service engineer powered down the device and inspected the drawer. The engineer observed liquid damage below the cubie trays and confirmed that row trays a and e were not detected on the bus. All cubies and trays were removed, and the damaged row trays were replaced using a customer-owned row tray. The liquid spill was cleaned up without causing further damage to the device. After reassembling the device, the engineer rebooted it to diagnostics and tested the full-height drawer and cubie pockets without issues. The customer rebooted to the es application and successfully tested the cubie pockets. The damaged medication was removed and discarded by the pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6 was failed to open. At times, the drawer was able to be recovered, but the issue persisted intermittently. However, there were no delay, no adverse events or injuries reported based on this event.